Manufacturer narrative:
(B)(4). Foreign: country: canada literature: review of complications, functional outcome, and long-term survival following conversion of hip fusion to total hip arthroplasty. C. I. Ayekoloye, m. Abu qaoud, m. Radi, s. A. Leon, p. Kuzyk, o. Safir, a. E. Gross. The bone and joint journal. Doi:10.1302/0301-620x.103b7. Bjj-2020-2382.r1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported two patients with hip pain had aseptic loosening of the acetabular component; of which, one was revised using a cementless component 15 years postop. No additional information. Doi: 10.1302/0301-620x.103b7.bjj-2020-2382.r1.